Event description:
It was reported that on (B)(6) 2010, a non-abbott stent was implanted in the proximal left circumflex (lcx), and a non-abbott stent was implanted in the 1st diagonal. The patient was discharged on (B)(6) 2010. On (B)(6) 2012, a non-abbott stent was placed in the first diagonal vessel and the 3.0 x 16 mm promus stent was placed in the proximal left anterior descending artery. On (B)(6) 2012, the patient died due to cardiac arrest. It was noted that the death was unrelated to the index procedure. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating that the cause of death was cardiac arrest and other underlying causes which contributed to the patients death including myocardial infarction and atherosclerotic cardiovascular disease. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.